Event description:
The pt is reportedly experiencing sound quality issues and intermittencies. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Testing conducted in (B)(6) 2013 showed that the device is functioning normally. Device revision surgery has been scheduled.